Event description:
It was reported that the 2800 system table top intermittently would not move and had an error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hand controlled board, tgi board, and motron board were replaced during the service call. The system was tested and found to be working as intended and put back into service.